Event description:
Failure to alarm: pump not alarming. Patient turned and tubing was no longer attached to dressing and large drainage stain noted on underpad.

Manufacturer narrative:
The complaint could not be confirmed upon the evaluation of the returned device. The complaint states¿ pump not alarming, patient turned and tubing was no longer attached to dressing and large drainage stain noted on underpad. Patient was in isolation with resistive strain of acetobacter in wound." Upon evaluation and functional testing on the device it was found that the product passed leak test, but failed pressure control loop test. Pressure gauge read 15-16 mmhg, which is out of specification, therefore, it was concluded that the pressure gauge was defective. The device was repaired, and passed all functional tests. Since the negative pressure wound therapy involves various elements, it is difficult to determine and assign a definitive root cause for the issue reported within the complaint. In regards to a pump not triggering a leak alarm after the soft port removed from the wound means that the system was holding the negative pressure probably as a result of the blockage and a leak not significant enough in order to trigger an alarm. The limit for a leak to prevent false blockage are controlled through the controlled leak path (clp). The pump has been repaired and is working within specifications, and passing the initial leak test indicates that this complaint was not caused by a malfunctioning device. Smith & nephew has issued car02714 to initiate renasys product labeling updates. These labelling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality.